Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). .patient called back to report that they received the email response but that the user manual that was sent to them was not helpful and did not resolve the issue. Patient stated that they cannot get their controller to power on and they got an error message last night; patient added that the error message was software problem and that they took a screenshot of the controller screen but cannot find it. Patient noted that they tried doing a controller reset and that did not help or get the controller back on. Patient stated that they were able to charge last night but when they unplugged the recharger was when they got the error message. Agent attempted to walk the patient through an ac power reset of the controller but the patient did not the cord with them on the call. Agent advised the patient to call back to continue troubleshooting when they have the ac power supply cord. When asked for an event date; patient mentioned they have gotten the error message a few times were able to reset the controller but the issue has maybe been going on for 6 months. When asked for a managing hcp; patient note they haven't followed up with a doctor or had any trouble so they are not seeing a pain doctor. Patient will call back with equipment to further troubleshoot.